Manufacturer narrative:
Na

Event description:
Information was received from an international customer that the ventilator would not power on and the user reported an odor from the unit. The ventilator was not in use on a patient; therefore, there was no reported patient harm. Alarms functioned to specification. The respironics service engineer confirmed the reported problem. Evaluation of the ventilator revealed the power supply and snubber pcb had heat related damage. The service engineer replaced the power supply to correct the problem. Extended self testing was completed and the unit passed per operating specifications.